Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative open procedure, there were incomplete staple line and staple line leak. The patient undergone reoperation but later died.